Event description:
During treatment for infection, possible cosmetic imperfections were noticed on polyethylene hip liner that had been implanted for three weeks.

Manufacturer narrative:
One sibling (from the same lot as the femoral head reported in the experience) device was retrieved and evaluated. The femoral head was found to be normal with no indications of defects or irregularities. The device history record review provides assurance the part was accepted with conformance to the product requirements.